Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
The patient reported that she has had hearing loss in her left ear since vns was implanted. She never had issues before vns. The hearing loss happens sporadically and not necessarily with stimulation. Her neurologist was unsure of the cause of the hearing loss so she was referred to an ent. The patient was noted to be at low settings and sensitive to titration in general. No further relevant information has been received to date.